Event description:
A customer obtained erroneously elevated troponin (accu tni) results for three patients. The results were reported out of the lab. Subsequent testing produced results in the lower ranges. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accutni samples in bd lithium heparin plasma tubes. Qc was within the customer's established ranges prior to and after the event. A routine system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse inspected the instrument and noted that the wash carousel was "very dirty". The fse performed a preventive maintenance (pm) on the instrument. The fse performed a diagnostic test which passed within instrument specifications. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.